Manufacturer narrative:
(B)(4). No conclusion code available. The device was unable to be interrogated upon receipt and was due to low battery voltage. The device was tested on the bench and no anomaly was found. The original battery was returned to the vendor for further evaluation and analysis and an internal battery anomaly was found to be the cause of the low battery voltage.

Event description:
This report is to advise of an event observed during analysis.